Event description:
The device was applied during a colectomy procedure. Reportedly, the staples would not hold properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.